Manufacturer narrative:
D3/g1 additional email: moshe.barenboym@bsci.com.

Event description:
It was reported that, during a procedure, the debris shield was moving a lot and the console did not detect it; due to this, the laser stopped working and the surgery was aborted. No patient complications were reported. This event is being reported for aborted procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that, during a procedure, the debris shield was moving a lot and the console did not detect it; due to this, the laser stopped working and the surgery was aborted. No patient complications were reported. This event is being reported for aborted procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the reported debris shield movement was caused by the detecting switch was loose, requiring adjustment. The fse proceeded to perform the adjustment the debris shield, detecting the switch. No further issues were identified during service, and the console was confirmed to be fully functional after repairs and power tests. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to maintenance was assigned to this investigation.